Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had blurry image. The event occurred during a diagnostic gastroscope examination procedure. According to the initial reporter, there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from investigation. Updated- d9, h2, h6, h11. Based on the results of the investigation, it is likely the connector (u plug) unit was not good causing the image to be blurry. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction cause due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.